Event description:
It was reported that the asymptomatic patient presented in clinic with high pacing lead impedance and high capture threshold. Lead revision is being considered. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.